Event description:
Intera oncology received call from physician assistant that reported the liver did not uptake the isotope during the haps scan. It was confirmed that the needle was fully depressed and only a small amount was in the right lobe. A representative from intera oncology spoke with the physician; he related again the needle was fully depressed and scanned with fluoroscopy. It has been 16 days since the patient was implanted so our representative did ask the infusion team to go ahead and refill the pump. The flow rate reported from the nurse was 1.3 ml/day. The patient returned for a follow up scan on (B)(6) 2025. The physician reported again that the needle was fully depressed, and the isotope was sitting in the chamber. The physician confirmed they were using the special bolus needle. On (B)(6) 2025, the flow rate was measured at 1.3 ml/day. The scan showed the catheter was not kink. Another physician performed a repeat haps scan on (B)(6) 2025, with our representative on site. The scan was repeated, and needle visibility was fully depressed. Liver scan showed no misperfusion and both lobes were perfectly clear with isotope. The physician approved for the patient to begin floxuridine treatment on (B)(6) 2025.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology quality department interviewed the representative of intera oncology who assisted the physician. She mentioned that the root cause of this complaint was use error as one of the physicians did not place the needle correctly into the pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology quality department interviewed the representative of intera oncology who assisted the physician. She mentioned that the root cause of this complaint was use error as one of the physicians did not place the needle correctly into the pump.

Event description:
Intera oncology received call from physician assistant that reported the liver did not uptake the isotope during the haps scan. It was confirmed that the needle was fully depressed and only a small amount was in the right lobe. A representative from intera oncology spoke with the physician; he related again the needle was fully depressed and scanned with fluoroscopy. It has been 16 days since the patient was implanted so our representative did ask the infusion team to go ahead and refill the pump. The flow rate reported from the nurse was 1.3 ml/day. The patient returned for a follow up scan on (B)(6) 2025. The physician reported again that the needle was fully depressed, and the isotope was sitting in the chamber. The physician confirmed they were using the special bolus needle. On (B)(6) 2025, the flow rate was measured at 1.3 ml/day. The scan showed the catheter was not kink. Another physician performed a repeat haps scan on (B)(6) 2025, with our representative on site. The scan was repeated, and needle visibility was fully depressed. Liver scan showed no misperfusion and both lobes were perfectly clear with isotope. The physician approved for the patient to begin floxuridine treatment on (B)(6) 2025.